Manufacturer narrative:
Date sent to the FDA: 6/2/2021.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 02/17/2021. Additional information: a2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2019 during which the surgeon noted extensive fibrosis due to the onlay mesh and plug. He divided the onlay mesh and carefully excised the plug that had adhered to the deeper portion of the cord in the internal ring. It was reported that the patient experienced chronic inguinal pain, dyspareunia and mesh sensation. No additional information is provided.